Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe plunger was broken/damaged" the following information was reported by the initial reporter: "I just had reported to me that a 10cc control syringe failed today during the middle of administration of anesthetic. The ¿control¿ part broke off while xxx was administering local anesthetic in the nasal cavity. Yikes! This device has had patient contact. I will keep it here in my office if you would like it sent back for inspection. I was also told anecdotally that another 10cc control syringe broke last week in a foot and ankle case also while administering local anesthetic. I do not have the syringe or packaging for that incident." Additional information received on 10/30/23: is there any adverse event on patient due to the incident? No patient harm. Is there any medical intervention needed due to the incident? No.